Manufacturer narrative:
The customer's report of "device shut down" was not observed during our evaluation. Review of the device activity logs showed instances of "low battery" and "replace batteries" messages indicating that the battery will cease to power the device if the user does not replace the battery or connect to ac power. The battery passed all testing and the device met specifications. However, a visual inspection of the device found that the ac extension cord was not properly attached within the uni-storage cable holder causing the ac plug to be misaligned and not fully inserted into the ac connector. The pig tail showed signs of a poor/loose connection and that poor/loose connection was not properly charging the battery, which then became depleted. The cause was determined to be the power cord misalignment. The customer's report of "check pads" was not observed or duplicated during extensive testing including bench handling, internal inspection, ECG testing and defib testing. Review of the device activity logs did show accessory messages related to the communication between the defib pads and the device that indicate that the pads are not properly attached to the patient or the cable connection was loose. None of the messages are an indication of a device malfunction and may indicate connection issues with the multi-function cable or electrode pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: drt. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down, and when the device was powered on, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.